Event description:
It was reported that during the six week post op follow up visit, x-rays were taken which confirmed lead migration causing the patient to experience inadequate stimulation from the spinal cord stimulator (scs) system. The patient underwent a procedure in which the leads were repositioned. The patient is doing well post operatively. No devices will be returned as they all remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 7077435.